Manufacturer narrative:
The device is expected to return for investigation. Once an investigation has been completed, a follow up report will be submitted.

Event description:
The patient had the balloons implanted on (B)(6) 2018. The physician performed an edg on the patient after the patient noted blue/green urine. The edg confirmed the balloon was partially deflated. On (B)(6) 2011, the balloons were removed and new balloons were implanted.

Event description:
The patient had the balloons implanted on (B)(6) 2018. The physician performed an edg on the patient after the patient noted blue/green urine. The edg confirmed the balloon was partially deflated. On (B)(6) 2011, the balloons were removed and new balloons were implanted.